Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this right atrial lead (ra) sought medical assistance due to a bradycardia condition. The physician stated the lead was dislodged and thus not working properly; additionally a lead fracture could not be ruled out. The ra lead was removed and replaced and is expected to be returned for analysis. The patient was reported as stable post intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with appropriate setscrew markings on the terminal pin. The helix was retracted and the appeared intact and undamaged. Testing was then completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.